Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced urinary retention, pain and blood coming out of urethra. No device related complications were reported. The patient had surgery on his bladder after placement of aus. The physician went in and removed the cuff and plugged the tubing. After the patient healed from the bladder surgery, the physician went back in and placed a new cuff around the urethra and gave a few doses of botox to the patient's bladder wall. Several weeks after the placement of the new cuff, the patient experienced retention. Upon scoping, the patient had large blood clots in his bladder, as well as a few stitches exposed on the internal aspect of the bladder from prior surgery. A surgical procedure was performed during which the physician removed the cuff again and extracted the blood clots. No further patient complications were reported.